Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. During an unspecified surgical procedure in the operating room, the patient was receiving an infusion of propofol, and the patient woke up due to an under-infusion. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.